Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, a 4.0 x 12 mm xience alpine stent was implanted for treatment in a lesion of an unspecified vessel. On (B)(6) 2018, the patient was re-hospitalized for syncope and other cardiovascular (cv) symptoms. Unspecified treatment was administered and the final patient outcome is reportedly unknown. No additional information was provided.